Event description:
The patient was exhibiting dizziness, clammy and thirsty. Went to ER and blood glucose was 28 mg/dl (lab) and the suspect device was 66 mg/dl. She was given and IV with 5% dextrose. She was admitted to the hospital and discharged the next day.